Manufacturer narrative:
Additional follow up with the field service engineer it was reported the device had a high internal o2 alarm. This is an alarm condition only, continues to ventilate, excessive amount of o2 in environment. This is not a reportable malfunction. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Due to no part returning for failure investigation the root cause of the reported issue could not be determined.

Event description:
The customer reported the device alarmed with an oxygen alarm fault. Loss of the oxygen source can be detrimental to a patient. No patient involvement reported.